Manufacturer narrative:
The insulin pump passed self test. No a13 or e13 alarm. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 148 mg/dl. The alert history was checked, multiple alerts were found. The customer's nurse informed the customer that the pump needs to be replaced and advised to revert to a backup plan.